Event description:
It was reported that a minicap extended life transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The leak was identified at the connection between the "white cap" (twist sleeve) and the "pipe" (tubing); the leak was on the tubing under the twist clamp. The device was in use for about a month and replaced as a result of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.